Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and low out of range pacing impedance. Subsequently, the physician decided to replace the lead. Reportedly, the patient showed an indication for a cardiac resynchronization therapy defibrillator (crt-d) device system, therefore, the implantable cardioverter defibrillator (ICD) system was upgraded to a crt-d in the same surgical intervention due to physician discretion. The rv lead was successfully replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and low out of range pacing impedance. Subsequently, the physician decided to replace the lead. Reportedly, the patient showed an indication for a cardiac resynchronization therapy defibrillator (crt-d) device system, therefore, the implantable cardioverter defibrillator (ICD) system was upgraded to a crt-d in the same surgical intervention due to physician discretion. The rv lead was successfully replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
Correction d6a field: implant date was updated.

Manufacturer narrative:
Correction d6a field: implant date was updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance low out of range and high capture threshold.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and low out of range pacing impedance. Subsequently, the physician decided to replace the lead. Reportedly, the patient showed an indication for a cardiac resynchronization therapy defibrillator (crt-d) device system, therefore, the implantable cardioverter defibrillator (ICD) system was upgraded to a crt-d in the same surgical intervention due to physician discretion. The rv lead was successfully replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis. The lead was returned for analysis.

Manufacturer narrative:
Correction: d6a field: implant date was updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and low out of range pacing impedance. Subsequently, the physician decided to replace the lead. Reportedly, the patient showed an indication for a cardiac resynchronization therapy defibrillator (crt-d) device system, therefore, the implantable cardioverter defibrillator (ICD) system was upgraded to a crt-d in the same surgical intervention due to physician discretion. The rv lead was successfully replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis.